Event description:
Procedure: lap gastric bypass. According to the reporter: the device fell apart and a new device had to be used. There was no bleeding reported in excess of 250 cc. The case was not extended by more than 30 minutes. There was no anticipated tissue loss.

Manufacturer narrative:
(B)(4).